Event description:
On (B)(6) 2016, an (B)(6) female patient had placement of a 1104b intracranial pressure monitoring catheter and bolt for a traumatic brain injury with a subdural hematoma. The catheter and bolt were removed on (B)(6) 2016. The spacer was only recently identified as being left behind when noted on a cat scan take on (B)(6) 2016. The ils clinical specialist spoke with the physician, who did not place or remove the catheter, but is now the physician responsible for investigating the incident. There is no device to return at this time. There was no injury or adverse consequence to the patient due to the incident. The physician is still determining if it will be necessary to surgically go after the spacer when the patient has the cranioplasty completed. The cranioplasty is scheduled for (B)(6) 2017, however, the family has not yet decided whether they want the spacer removed at the same time.

Manufacturer narrative:
Medwatch received from FDA on 15mar2017 ((B)(4)) with the following information: on (B)(6) 2016, intracranial pressure (icp) monitor/bolt was removed. Upon additional imaging, it was noted that the spacer from the intracranial pressure monitoring kit was retained. Investigation completed 3/06/2017. Method: -DHR review, -trend analysis. Device history reviewed. There were 37 catheter model 110-4b shipped to (B)(6) medical center; lots met all requirements before released to finished goods. Complaint history, model 110-4xxx, from jan-2016 through dec-2016 reviewed; there was one other complaint that issued with complaint (B)(4), and it was not returned for investigation. Conclusion: the customer¿s complaint could not be confirmed as the device is not expected to return for evaluation (¿discarded¿). A review of the device history record based on the lot numbers sold to the boston medical center did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Because the product was not returned for evaluation (¿discarded¿); no root cause could be established for the failure mode described in the customer¿s complaint. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories.